Event description:
It was reported that an asymptomatic patient presented for a routine follow-up in clinic. Upon interrogation, the merlin programmer exhibited diagnostics anomaly.

Manufacturer narrative:
Correction: section UDI and device manufacture date.